Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection and functional testing noted no abnormalities with the device. However, a review of the system logs showed that a used clamshell had been attached to the handle. It was reported that the device gave an unexpected audible feedback. An associated device issue was confirmed. The product analysis noted evidence that the device was not used as intended. Attaching a used clamshell to a powered handle would alter the display and produce a caution piezo tone. This issue is not associated with potential for patient harm. The product analysis detected an additional condition that was not related to the reported issue. Evidence showed multiple field programmable gate array (fpga) reset/reprogram failures. The most likely root cause for the additional condition is software error. This issue can occur when the fpga is unable to reset/reprogram and the motor control is lost making the motor movements not possible. During initialization a motor test is performed and if the motor test fails, it results in a power pack error. Internal process improvements have been initiated to mitigate this condition. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, when the powered handle was tested during device assembly by the operating room members, an abnormal sound feedback was heard. The same issue was noted on a second powered handle. A third powered handle was used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident device also noted several field programmable gate array (fpga) reset/reprogram failures.